Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was chosen for a transcatheter aortic valve replacement (tavr) using a flexnav delivery system. During procedure, the valve was released from the delivery system, and the valve migrated 13mm from annulus height. The valve was unable to function well at this height. The decision was made to implant a second valve within the first, via valve-in-valve procedure. The second valve was deployed at the correct height and was successfully implanted. The patient status was reported as recovering.

Manufacturer narrative:
An event of the valve migrating after implant, cardiac arrest, and aortic insufficiency was reported. Information from the field indicated that the patient did not have an acute aortic angle, the implant depth was appropriate at 3mm prior to the migration, there was sufficient calcium to allow for anchoring of the valve, the valve was sized correctly based on the patients annular dimensions, and no post dilation was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Information from the field indicate there was tension in the delivery system when the valve migration of the valve which may have contributed to reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was chosen for a transcatheter aortic valve replacement (tavr) using a flexnav delivery system. During procedure, the valve was released from the delivery system, and the valve migrated 13mm from annulus height. The valve was unable to function well at this height. The decision was made to implant a second valve within the first, via valve-in-valve procedure. The second valve was deployed at the correct height and was successfully implanted. The patient status was reported as recovering. Subsequent to the previously filed report, additional information was received that the first devices used were a 27mm navitor valve (serial (B)(6), lot 8444254) and a large flexnav delivery system (lot 8350370). There was sufficient calcium to allow anchoring of the device in the opinion of the user, and the patient did not have a horizontal aorta. There were no difficulties in deploying the valve during the procedure, and the valve was not re-sheathed more than two times during procedure. For the first valve, the starting implant depth at deployment was (+)3mm. There was tension in the delivery system at the time of the final deployment. It was recommended to the physician to pull the wire up a little, but this recommendation was not executed. The final depth at release was (-)1-2mm. After the valve was released from the delivery system, the valve migrated 13mm from annulus height. The valve migrated before the delivery system was pulled up from the left ventricle, and the valve migration did not occur due to interaction between the valve and the delivery system. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration. The migrated valve did not block a coronary artery or arteries. The migrated valve was not snared. A post-dilatation balloon valvuloplasty was not performed. The second devices that were used were the 27mm navitor valve (serial (B)(6), lot 8444254) and a large flexnav delivery system (lot 8434833). The second valve was successfully implanted within the first valve. The gradient following the implant was unknown. The aortic annulus diameter was 24.3mm, the ascending aorta diameter was 31.5mm, the aortic annulus area was 459.2 mm², and the aortic annulus perimeter was 77.9mm.